Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿bard® latex-free center entry closed system urinary drainage bag with anti-reflux device and bard ez-lok® sampling port warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap fromdrainage tube catheter adapter and connect drainage tube to catheter. 2. Position hanger on bedside rail near the foot of the bed using string or hook. Important: hang drainage tube in a straight fashion from bedside to drainage bag using sheeting clip to secure drainage tube to sheet. 3. To empty bag: a. To remove outlet tube from housing, gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. Note: if specimen is required, see directions for using urine sample port. 4. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. Directions for using bard ez-lok® sampling port: bard ez-lok® sampling port accepts a luer-lock or slip tip syringe. 1. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. 2. Swab surface of site with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. 4. Aspirate desired volume of urine. 5. Unkink tubing and send specimen to laboratory."

Event description:
It was reported that the bag would not drain. The bottom of the bag seemed to be sealed on the inside of the bag. The customer punctured a hole in the bag to enable drainage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the bag would not drain. The bottom of the bag seemed to be sealed on the inside of the bag. The customer punctured a hole in the bag to enable drainage.

Event description:
It was reported that the bag would not drain. The bottom of the bag seemed to be sealed on the inside of the bag. The customer punctured a hole in the bag to enable drainage.

Manufacturer narrative:
Received 1 used drain bag with the original packaging for evaluation. He reported event was confirmed s manufacturing related. During the visual inspection, it was found that there was a tear in the white vinyl. The tear was made by excess of solvent in the outlet tube. The excess of solvent caused that the white vinyl stuck with component cm0535 (outlet port). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use."